Manufacturer narrative:
The device was available for evaluation. It was reported that an initial surgery was completed in (B)(6) 2023 for a tlif at l4-l5 using an altera interbody spacer and creo 4.75 cocr screws and rods. A revision surgery was completed in (B)(6) 2025 to extend the construct to l5-s1 and evaluate the previous fusion at l5-s1. During the second surgery, the left rod implanted in the initial surgery was found to be fractured. It was further reported the patient appeared to have a non-union at l4-l5. The rods and screws from the original surgery at l4-l5 were then replaced with new rods and screws and the construct was extended down to s1 with an additional altera interbody spacer placed at l5-s1. Optical microscopy showed scratches evident on the surface of the rod and slight straightening of the rod, although the cause of these factors and potential relationship to the rod failure could not be ascertained. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a broken creo 4.75mm curved rod that was causing patient pain post operatively.